Event description:
Reference number (B)(4). Event occurred in the united states. On 25-may-2024, it was reported that the patient faced infusion set cannulas was kinked within 3 hours of insertion at abdomen, which cause the patient blood glucose elevated to 300 mg/dl, therefore patient had received correction bolus via pump and exercise on his bike. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.